Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim #(B)(4).

Manufacturer narrative:
Pt info: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The status of the eye is reported as "ok."